Manufacturer narrative:
Conmed corporation received one (1) "opened" packages containing the flovac suction/irrigation hand piece with 10' preattached tubing, for evaluation. Visual examination of the returned products found the packaging with an opened seal. The package was transferred to packaging engineering test lab for dye leak testing and were confirmed as the device failed the leak test on 31-may-2016, resulting in a breach of sterility. The lot was manufactured on 10-jun-2015. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, package engineering investigation revealed that the seal area on one of the sides of the outer pouch was improperly sealed resulting in an open seal that did not pass dye leak testing. The most probable cause of this event was that when the device was going through the sealing process when the sealer was probably not at ready temperature (the temperature was low) and that prevented the ability of creating a complete seal. Of the three hundred (300) units comprising this lot shipped to the distributor (the entire lot), there was this one (1) unit found with opened seal by the end-user, after the distributor inspector performed 100% incoming inspection of these devices. A two (2) year review of product history for this device family showed with this complaint there have been eighteen (18) complaints received, regarding (B)(4) devices with insufficient seals. (B)(4). The reported packaging anomaly was obvious to the end-user and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. This device was manufactured prior to the opening of the investigation. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The end-user reported that it was found that the package containing a flovac suction irrigation hand piece with 10 foot of preattached tubing had already been opened when the user attempted to use in the operating room. There was no patient involvement with this reported device, as the packaging anomaly was discovered during clinical inspection with pre-op setup.